Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the fiber starting forward firing occurred after 60 seconds of laser emission and 9000 joules. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the fiber starting forward firing occurred after 60 seconds of laser emission and 9000 joules. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.